Event description:
Per the clinic, the patient experienced a formation of granulation tissue at the implant site. Subsequently, the patient was treated with oral and topical antibiotics on (B)(6) 2025 (specific duration not reported), and underwent a revision surgery of silver nitrate cauterization (date not reported). However, the issue did not resolve and the patient experienced an exposure of the transducer. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.